Event description:
Medtronic received information that 14 days post implant of this 38mm mitral annuloplasty band, echocardiogram revealed a pericardial effusion. One day later the patient underwent a minimally invasive procedure where a 2x4cm portion of the pericardium was removed and 320ml of blood was emptied from the pericardial sac. The patient was discharged from the hospital 4 days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information which stated that 350ml of blood was emptied from the pericardial sac. It was reported that the event was not related to the 38mm mitral annuloplasty band. No additional adverse events were reported. H6: code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated b2 updated b5 updated b7 corrections: corrected d3 corrected h6 -fdd code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which clarified that a puncture did not seem suitable for treatment of the pericardial effusion due to a apical obstruction, therefore, thoracoscopic surgery was required to relieve pressure. It was stated that the pericardium was opened approximately 2cm below the phrenic nerve in parallel and approximately 250mg of bloody pericardial effusion was ejected. The site assessed the event as possibly related to the device and implant procedure. No additional adverse events were reported.